Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2010 by (B)(6). The complaint alleges that the filter is tilted and has caused perforation. The complaint specifically alleges ¿that multiple struts significantly extend through the ivc. One strut extends 8.5 mm and contacts the adjacent small bowel; another strut contacts the posterior wall of the aorta; a third strut contacts with the inferior margin of the adjacent vertebrae.¿ argon¿s attorneys are attempting to gather additional information.